Event description:
It was reported that a stent migration occurred. The >60% stenosed target lesion was located in the non calcified and moderately tortuous coarctation of the aorta. A 18 x 40mm x 75cm wallstent-uni¿ endoprosthesis metallic stent was selected to treat the lesion. During the procedure, the physician followed all the steps of deployment but the stent"jumped" distally as a result the lesion was missed. The physician took another stent and deployed it in the target lesion. The procedure was completed with another of the same device. No patient injury was reported and the patient status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.; a visual and tactile examination determined that the catheter was kinked 325mm distal to the t-bar connector. This type of damage is consistent with excessive force being applied to the delivery system possibly during the deployment of the stent. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent migration occurred. The >60% stenosed target lesion was located in the non calcified and moderately tortuous coarctation of the aorta. A 18 x 40mm x 75cm wallstent-uni endoprosthesis metallic stent was selected to treat the lesion. During the procedure the physician followed all the steps of deployment but the stent "jumped" distally as a result the lesion was missed. The physician took another stent and deployed it in the target lesion. The procedure was completed with another of the same device. No patient injury was reported and the patient status is stable.